Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR review: DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 3.0-11463 (erkoloc-pro) was manufactured from 10/20/20 and was assigned with 3 years expiration. Hardware lot# slcn22027 was manufactured 08/27/20 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. The returned parts included both upper and lower tray in a silent nite case. The results were summarized: roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and had no discoloration observed. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Case was returned in a good condition with label. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". Per the reported information, patient has allergies to shellfish, seeds, nuts latex, peanut butter, and polyethylene. Additionally, the patient was instructed to clean device with a toothbrush, toothpaste and cold water. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Supplier erkodent reviewed the incident details and determined the reaction may have several causes and a direct allergic reaction is unlikely with the reported patient history. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. UDI #: not applicable with the exception of serial number as the device is manufactured by prescription. Implant date, explant date: not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient reaction to the xtra silent nite. It was reported that the patient woke up with redness/swelling all throughout face and neck. The allergy started shortly day after delivery. The provider notes that the patient first used the device on (B)(6) 2021 for two nights. On the first night of use (B)(6) 2021. The patient complained of a rash around the mouth, red-hives. On the second of use (3-30-21) night it was worse around the mouth and on the chin. The patient stopped on the second night. The reaction lasted two days after the discontinuation of the device. The patient did not require any treatment and is reported as "normal using CPAP." The patient has allergies to: shellfish, seeds, nuts, latex, peanut butter and polyethylene. The patient has a history of sleep apnea, renal agenesis, hypercholesterolemia and asthma. Current medications: lexapro, metoprolol, nifedipine, losartan, crestor and singular. With regards to the device: the device was rinsed with warm water prior to delivery and instructed to clean device with a toothbrush, toothpaste and cold water.